Event description:
Philips received a complaint on the heartstart xl+ defibrillator indicating that the device failed the self-test. The fse visited the customer site and confirmed the operational error. The log file confirmed the high voltage capacitor's energy was low, due to which the device failed operational check. To resolve the issue, the hv capacitor was replaced. The device was returned to use, and no further evaluation is warranted at this time.

Manufacturer narrative:
Phone number: (B)(6).